Event description:
A (B)(6) customer received a blood glucose reading of 0.9mmol/l on her contour meter. She re-tested on her second contour meter and received a reading of 10.2mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to returned her test strips for evaluation.